Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient code). H6 patient code: no code available (3191) used to capture (device revision or replacement).

Event description:
Update: medical records received on ad 20 april 2020 were reviewed on ad 27 april 2020: doi: (B)(6) 2020: patient received a left primary attune to treat knee osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2020: patient received a left knee revision due to pain secondary to tibial tray loosening. Upon entering the joint, the surgeon confirmed the tibial tray was loosened at the cement to implant interface. The patella and femoral components were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was implanted with depey components utilizing unknown cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Update 9th apr 2021. Update received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a previous device history record (DHR) review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a previous device history record (DHR) review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement manufacturer was used. Doi: (B)(6) 2015. Dor: (B)(6) 2020, left knee.